Event description:
It was reported that at implant, the right ventricular and left ventricular leads were intentionally switched in the pulse generator header. The left ventricular lead caused inappropriate therapy due to far p-wave oversensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.